Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure testing and clear passage under water testing were performed, and a leak was observed in between the assembly of the tubing into drip chamber. Priming was also performed, and no issue were observed. Dimensional testing was also performed, and the tubing was according to specification. The reported condition was verified. The cause of the reported condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system solution set was leaking from the drip chamber. The leak was discovered by the nurse and was brought back to the pharmacy. The device had chemotherapy in the line (vincristine). There was no report of patient injury or medical intervention associated with this event. No additional information is available.